Manufacturer narrative:
The customer¿s report that the set separated and leaked at the lower fitment was confirmed. Visual inspection of the set showed a separation at the engagement between the pvc tubing and the lower fitment components. Examination under magnification showed insufficient solvent. Functional testing was deemed unnecessary due to the separation. The root cause was insufficient solvent having been applied at the engagement of the tubing.

Event description:
The customer reported that the set separated and leaked at the lower fitment or the safety clamp when infusing unspecified fluids. It was reported that the clinical nurse specialist had instructed the staff to "tug on the tubing to check them prior to hanging and priming." There was no report of patient harm. The event occurred in the general oncology unit, f ground.